Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "silicone under their arm pit", and "I've been sick." Healthcare professional reported capsular contracture baker grade IV and "intensely calcified". Additional event of "really stuck to the overlying pectoralis muscle". The device was explanted. This record is for the left side.